Event description:
Device 1 of 2. Ref MFR report #1627487-2012-12298. The pt reported experiencing shivering and persisting pain and heating at the ipg site. The pt also reported he stopped using the system due to ineffective coverage for pain. The pt reportedly notified the physician he wants the system explanted. The next course of action was undetermined at this time.

Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.